Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shock therapy form the device. A review of the shock episodes, as well as an untreated episode that was stored about eleven days before the shocks, showed noise artifact, oversensing, loss of qrs signal, and wandering baseline that was consistent with an electrode fracture. Initial x-rays showed possible twiddler's syndrome. During the revision procedure, it was determined that the system had not moved; rather a fracture was visualized just distal to the proximal sense ring. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.